Event description:
It was reported that the patient was hospitalized with hypoglycemia (specific blood glucose (bg) levels not provided). During the school day the patient attempted to treat the low bg levels with 2 dextro packets but the bg did not stabilize. The patient loss consciousness and the ambulance was called. Ambulance personnel gave the patient glucose intravenously. The patient was transported to the hospital where the pod was removed and the patient given glucose for treatment. The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.